Event description:
It was reported that a user experienced severe hyperglycemia after an occlusion and a separate episode when the pump ran out of insulin, followed by subsequent automated dosing that was perceived as excessive, with a reported dose discrepancy compared to a different pump and difficulty hearing alerts due to moderate hearing loss. Symptoms included very high blood glucose near 570 mg/dl and subsequent hypoglycemia in the 40s. Outcomes included self-treatment of hypoglycemia with approximately 80 grams of fast-acting carbohydrates and discontinuation of the device in favor of a different pump, without hospitalization. Investigation included review of device background logs for automated dosing behavior during hypoglycemia and coordination with clinical and field support for user education. Investigation of this case revealed no confirmed device malfunction based on available information and user-reported occlusion with subsequent set change. It was concluded that the cause of the hyperglycemia and hypoglycemia was unclear, with contributing factors including an occlusion event, running out of insulin, and user difficulty hearing alerts.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.